Event description:
The event occurred in the orthopedic operating room. The surgeon had finished the operation and they were reversing the anesthesia effects. At this point one of the nurses/techs smelled something burning and realized there was smoke coming from the bottom of the bed. The patient (still intubated - therefore no exposure to the smoke/fumes) was transferred to a stretcher and removed from the room. The or table was inspected and assessed for potential water damage - water was not found. After inspecting, it was found that the power supply had burned up and so had the internal cables.what was the original intended procedure?shoulder surgery.device #1is this a laboratory device or laboratory test?no.